Event description:
New information received on september 20, 2018 indicates that both the pacemaker dependent patient's right atrial and right ventricular leads exhibited lead insulation anomalies. Noise oversensing was also seen which resulted in pacing inhibition. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was removed and replaced due to undersensing. The undersensing was noted during a clinic follow-up on an unknown date. The patient was stable.

Manufacturer narrative:
The reported events of an insulation anomaly, undersensing, oversensing and noise were confirmed. As received, a partial lead measuring 11.5 cm was returned for analysis. An external insulation abrasion, due to friction to the device can, was noted breaching the outer insulation and exposing the outer coil 6.0 to 6.1 cm from the connector pin.